Event description:
It was reported that during the placement of the lasso in one of the pulmonary veins the deflection stopped responding and the thumb knob stayed in the deflected position. No patient injury was reported for this event.